Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery and of life as a likely cause of the high lead impedance test result. It was reported that the pt has not felt device stimulation for approximately three months. The pt has not reported any recent injury or trauma that may have damaged the vns therapy system. X-rays reviewed by MFR were inconclusive in determining whether any discotninuities in the vns therapy system were present. Two views of the c-spine were rec'd, in which the entirety of the lead could not be seen. The generator could not be visualized in the exposures. In the poortion seen, there was no sharp angles or discontinuties. Two tie-downs were noted with adequate strain relief. Lead break is suspected. Revision surgery is likely.